Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error alarm. Customer¿s blood glucose was unknown. Customer mentioned that old meter was faulty and was showing a straight line across the screen. Customer stated that arrow keys was not working and buttons did not respond immediately. Troubleshooting was performed. Customer was advised to the insulin pump would need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. No unexpected missing segment/partial display anomalies noted.